Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional ablation procedure using a 8.5f sheath. Reportedly, an attempt was made to lift the lever to deploy the proglide, but failed because it was too stiff. The device was removed and an attempt was made again to lift the lever outside the patient anatomy; however, it was very stiff. It was eventually able to be deployed with force applied, but then the cuff made the sharp sound as it deployed. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to deploy foot and ¿sharp sound as it deployed¿ were not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a sheath size of 8.5f was used without using the pre-close technique. It should be noted that the electronic perclose proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU violation caused or contributed to the reported difficulty. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.